Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. The insulin pump had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 9 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.